Manufacturer narrative:
Examination of the submitted devices did not reveal any anomalies that would contribute to the reported pain. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the manufacturing lots. The investigation could not draw any conclusions about the reported pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Patient was revised to address knee pain (left side).